Event description:
Customer reports blackened connector pins 3, 11, and 13 on the inform system. No adverse event reported. Manufacturer confirmed melting and burning of connector pins 3 and 4 on the inform system. Requested return of suspect device and replacement was sent.